Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received nine appropriate treatments.   The device was started up at 13:54:15 on (B)(6) 2022. At 23:14:13, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with nsvt degrading to vf. At 23:14:49, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm with motion artifact. At 23:52:33, an arrhythmia was detected. ECG shows vf. At 23:53:03, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 20 bpm degrading to asystole for 9 seconds with intermittent cardiac activity. At 23:53:34, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 20 bpm with pvc's. At 00:31:18 on (B)(6) 2022, an arrhythmia was detected. ECG shows vf. At 00:31:48, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus beat followed by asystole for 7 seconds followed by a sinus beat. The rhythm then transitions to vf. At 00:32:19, the patient the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 20 bpm degrading to asystole for 14 seconds. At 00:32:50, the patient the sixth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was vt @ 280 bpm degrading to vf. At 00:33:16, the patient the seventh appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittent cardiac activity. The rhythm then transitions to sinus bradycardia @ 30 bpm. At 00:36:18, an arrhythmia was detected. ECG shows vf. At 00:36:49, the patient the eighth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia from 30-20 bpm degrading to asystole with intermittent cardiac activity. At 00:38:27, the patient the ninth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus bradycardia @ 30 bpm. The device was shut down at 01:05:44 on (B)(6) 2022. Per holter monitor the patient was in sinus rhythm @ 60 bpm with pac's, motion artifact, and electrode lead fall off at the time of device shutdown. The patient passed away on (B)(6) 2022.